Event description:
It was reported that the patient with an implantable cardioverter defibrillator (ICD) experienced a non-symptomatic shock from the device and thought was having a seizure. The patient was admitted to the hospital and referred to a physician. At this time, this ICD remains in service. No additional adverse patient effects were reported.